Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: post procedure the mynx vascular closure device was inserted through the 6f procedural sheath. The balloon was inflated and the device was pulled back without complication until the balloon was at the arteriotomy. The stopcock was opened and the physician attempted to shuttle the device down but the device would not advance fully through the procedural sheath. After attempting to further advance the procedural sheath the physician removed the device and procedural sheath and reverted to manual pressure. Manual pressure was held for 15 minutes. The groin remained free of complications and the patient was discharged the same day. The patient was not hospitalized. The doctor is completely unsure of what could have caused this problem. Additional information: stopcock was opened on sheath prior to shuttle down. Procedure type: diagnostic coronary sheath size: 5f stick location: medium vessel size: 6 mm vessel type: arterial.